Manufacturer narrative:
Follow-up from the facility confirms that all fragments were recovered. Reused single-use device?: no. Device available for evaluation: june 23, 2015. Additional information received: june 17, 2015. The product analysis indicates there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. The sample was analyzed. The distal tip was separated from the rest of the bur indicating a broken spiral wrap. The samples had gouging on the inner shaft in the support area and corresponding damage to the outer tube which indicates excess pressure [excess: exceeded sufficient pressure required for operation]. Instructions for use warn that excessive pressure applied to a bur/blade may cause a fracture. Method: actual device evaluated, visual inspection, labeling evaluation. Result: stress problem. Conclusion: use error caused or contributed to event. Usage of device: initial.

Event description:
Follow-up from the facility confirms that all fragments were recovered.

Event description:
Intraoperative, the tip of the blade broke off in the patient's nasal cavity. Follow-up from the customer indicates that they are still doing investigations to confirm all fragments were recovered. There were no injuries reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has not been returned. Therefore, an analysis has not been performed. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.